Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 5 in the mouth, the implant had achieved primary stability but not osseointegration in type iii bone. Clinician noted the patient's good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 months after the dental implant was placed in ada site 5 in the mouth, the implant had achieved primary stability but not osseointegration in type iii bone. Clinician noted the patient's good hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.